Event description:
During a remote follow-up, far-field p-wave oversensing (ffpwos) episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.